Event description:
An iddm pt has been experiencing low blood glucose episodes for the previous week. Her dr did lower her insulin but on event day at 3:00am, pt suffered a seizure. Her mother tested the daughter with suspect device and blood glucose read 317 mg/dl. She restested and got "hi". The emts tested with their device and obtained a reading of 40 mg/dl. They administered 2 tubes of instaglucose. Controls on suspect device were reported to be in range.

Manufacturer narrative:
Standard disclaimer on file.